Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the procedure got delayed during the diagnosis and the procedure was completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce exposure. Review of the system log file showed an image store database error due to the defect of image disks. Fse replaced 2-image disks. After replacement of image disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was giving an error indicating an image disk space problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.